Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. The customer experienced different blood glucose levels of 100-150 mg/dl, 247 mg/dl, 256 mg/dl, 310 mg/dl. The customer stated that there was no active insulin and it was not trying to deliver a bolus when trying to correct showed 0 units. Customer stated that he felt that it forgets what it was doing and during that time the pump would reset and allow him to deliver a bolus. Customer stated that his pump was not recommending or calculating amount of bolus insulin for correction dose. The customer was not treated for low blood glucose. Troubleshooting was not performed for low blood glucose. Customer was advised to copy the settings of his current insulin pump to the new insulin pump. Customer was also advised to monitor the new insulin pump and advised to refer to health care professional if the settings need to be adjusted. The customer reported that since this was a recurring issue and happened to different insulin pumps. The customer stated that they did not believe that the insulin pump was the problem but it was the insulin pump's software. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. (B)(4).

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in the event section with this report. (B)(4).

Event description:
It was stated that "isf: 00:00-24:00 36 mg/dl per unit" was insulin sensitivity factor setting, it was not an sensor glucose or blood glucose level.